Manufacturer narrative:
Natus medical made attempts to resolve the issue with a replacement of the light box. Natus has requested additional information from the customer for further investigation, without success. Once additional information has been received by natus an investigation will be completed. The natus shall provide a supplemental report.

Event description:
The customer reported to natus that their neoblue blanket unit could not be adjusted to the correct intensity settings. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.

Manufacturer narrative:
Natus shipped the complainant a replacement light pad, and the complainant reported that the issue was resolved by installing the replacement light pad. The complainant returned the light pad mentioned in the complaint to natus. Natus evaluated the returned light pad and determined that there was discoloration/degradation and/or melting of the fiber optic bundle at the connector that is inserted in the neoblue blanket light box. Natus medical initiated a field safety corrective action for the neoblue blanket systems in april 2015 as a result of investigations conducted by natus medical. These investigations showed that this failure occurs after extended exposure to the intense light source within the box, at which time the pad no longer provides the therapeutic treatment for which it is intended. Natus is in the process on confirming a neoblue blanket configuration which will not be susceptible to the degradation described above.